Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The caller stated that the insulin pump has a slow response after pressing the buttons. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to act and escape buttons were flat button dome. The connector was inspected and locked on the lcd board. The insulin pump had cracked battery tube thread and cracked reservoir tube lip noted.